Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3200 short port btt black inflation valve popped out. The "per" stated "during a normal routine use of the vasoview 7, the black bit of plastic of the syringe gas inlet had popped out from the connector. Thus, the gas syringe could not be inserted into the connector. Since they did not know an immediate solution of solving the problem, they had to open a set of insertion kit instead of opening another a whole set of vasoview 7. The new btt works fine and the operation did not encountered further problems." The procedure was completed with the replacement accessory kit. The hospital did not report any patient effects. The product is returning. The mqt/(B)(4) representative followed up upon receipt of more information: "one surgeon said the btt syringe port was working fine when at atmospheric pressure (i.e. No pressure applied on the inflated part of btt). When he inserted the btt at the incision site, air leakage happened at the syringe port."

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).